Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Only the proximal fragment of the instrument was returned for analysis. The hypotube has fractured about 7 cm distal to the distal end of the kink protector. A mild kink was observed in the hypotube close to the fracture site. The cross-section of the hypotube is no longer circular, but compressed and the polymer coating is plastically deformed. The findings indicate that the hypotube most probably fractured as a result of significant bending outside of the patients body. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling of the device. It should be noted that, according to the IFU, pre-dilatation of the lesion is mandatory.

Event description:
A synsiro drug-eluting stent system was chosen to treat a moderately calcified lesion (80 percent stenosis degree) in a mildly tortuous rca. It was attempted to insert the synsiro by direct stenting but this was not successful. Thus a pre-dilatation was performed. During the second attempt of delivering the stent system it was noted that the shaft was unstable and after further manipulation the shaft broke.